Event description:
This ra lead was implanted on (B)(6) 2006 and is still in active implant. A call to technical services was made on (B)(6) 2014 stating that there were noise on the atrial tachy response. The device beeped three times recently and in the past. It was suspected the out-of- range impedance in (B)(6) caused the beeping. They may need a new lead. The physician was dr. (B)(6) at (B)(6) cardiology in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).